Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation, and was unable to duplicate the reported problem. The hard drive was replaced, and the system software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a files corrupted error message and would not boot up. No pt injury was reported.